Event description:
It was reported that during a biopsy procedure, the needle of the device was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one magnum biopsy needle was received for evaluation. During visual evaluation, the needle appeared to have blood residue throughout and the cannula hub was broken with the detached piece returned. No other anomalies were noted. Due to the condition of the device functional testing was not performed. Therefore, the investigation is confirmed for the reported break as the returned magnum needle's cannula hub was noted to be broken. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the needle of the device was allegedly broken. There was no reported patient injury.